Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose was 90 mg/dl. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.